Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system error and insulin was squirting out during manual prime. The customer's blood glucose level was 94 mg/dl. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. Insulin pump passed displacement.